Event description:
The customer reported that the insulin pump alarmed motor error during bolus delivery. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run the displacement and self test and they passed. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with currents within specifications. The device alarmed motor error during the basic occlusion test and was unable to prime during the prime test as a result of a protruded/loose drive support disk.